Event description:
During CPR , the patient was being ventilated with the ambu bag and mask(bag valve mask). Once the patient was endotracheally intubated it was very difficult to remove the mask from the "l" connector on the ambu bag. An end tidal co2 detector(easy cap) was then placed on the endotracheal (et) tube to check proper placement. The ambu bag was then reconnected to continue ventilating the patient. It was then difficult to remove the end tidal co2 detector from the ambu bag. With the pulling force that was applied with the users hands, the "l" connector broke off. Another ambu bag had to be obtained to continue ventilating the patient. Manufacturer response (as per reporter) for adult manual resuscitator, airlife.the carefusion/cardinal rep. Came to pick up the item. He also took another unused item. He said that he would be taking the item to their quality engineers and that we would hear from them soon.